Event description:
It was reported that there was a groin complication. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. As the was was being advanced into the groin the dilator unsnapped which prevented a smooth transition of the was into the laa of the patient. The procedure was continued and successfully completed with the closure device being implanted in the laa of the patient. After the procedure was completed it was noted that the patient had excessive bleeding from the access site and that there was an arterial injury there. The patient was brought to surgery where the vasculature was repaired. The patient is doing fine following these events.